Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-10435. It was reported that the patient experienced redness and the swelling on the pocket site as well as poor wound healing and presented at the hospital on (B)(6) 2020. The surgeon performed a debridement treatment. On (B)(6) 2020, the patient returned to the hospital after experiencing an inappropriate shock. Upon interrogation, it was noted that the right ventricular (rv) lead impedance and the sensing parameters had greatly changed from the previous check and the capture threshold increased. The inappropriate shock had resulted from the rv lead sensing p-waves, which lead to the diagnosis of ventricular tachycardia. A chest x-ray confirmed that the lead was dislodged. The physician suspected the dislodgement occurred during the debridement due to lead traction. On (B)(6) 2020, the physician attempted to reposition the lead, but the helix could not be re-extended. Thus, the lead was explanted and replaced. The patient was in stable condition.